Event description:
An operative report was received which indicates that the pt was admitted to the hosp for double coronary artery bypass graft surgery and replacement of the pt's bjork-shiley spherical aortic heart valve due to aortic regurgitation and perivalvular leak. The operative report noted that there was a continual problem of obtaining adequate left ventricular function during surgery. The pt could not be removed from the cardiopulmonary bypass machine and the pt died in surgery on april 7,1981. The autopsy report listed the cause of death as "(left ventricular failure complicating aortic valve replacement and coronary bypass surgery."